Manufacturer narrative:
The returned sample was visually inspected and found to be conforming, no burr was observed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual inspections associated with the reported event, therefore a rough edge as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the disposable ia tip was manufactured to specification. All disposable I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: 2023-19464

Event description:
A nurse reported that during the cataract surgery, a patient experienced anterior capsular tear due to rough edge on the disposable irrigation/aspiration (I/a) tip after placement of the intraocular lens in right eye during the irrigation and aspiration phase. Procedure was completed and there was no addition intervention required.

Manufacturer narrative:
Sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).